Manufacturer narrative:
Conclusion and justification status: the complaint states impactor and impactor handle broke during impaction. All pieces retained. Alternative impactor was used. No delay or adverse event. No products were returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 02 aug 2016: the complaint was reopened as the lot number was received. The above conclusion remains valid. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to the receipt of the above information. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states impactor and impactor handle broke during impaction. All pieces retained. Alternative impactor was used. No delay or adverse event. No products were returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 02 aug 2016 the complaint was reopened as the lot number was received. The above conclusion remains valid. Addendum added 18 aug 2016: the complaint was reopened due to the product (attune impaction handle) was received. Upon inspection the failure mode was confirmed. The root cause of the complaint with regard to this product is related to (B)(4). It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor and impactor handle broke during impaction.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states impactor and impactor handle broke during impaction. All pieces retained. Alternative impactor was used. No delay or adverse event. No products were returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.